Event description:
Incident described as: the product, an endo-bronchial tube perforated the patient's trachea. Patient injury and delay reported, patient recovered. No intervention or impairment reported. No further information available.

Manufacturer narrative:
Device requested, but not received at time of this report. Investigation ongoing, and is not available at the time of this report.